Manufacturer narrative:
E1, f5: phone number: (B)(6). Device evaluation: 1 unit of lot c2143526 of echo-hd-19-a was returned opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 26 november 2024. Observations from the lab evaluation were as follows; sheath extender able to advance and retract without issue distal end of needle examined and observed to be broken approx. 3.4cm from tip of sheath. (Ipe-0402 ruler) distal end of sheath examined and observed to be damaged. Sheath extender advanced to position three and thumbscrew tightened, attempted to advance and retract sheath extender and unable to. Needle able to advance and retract with difficulty. From the information detailed in the complaint description it could be determined that prior to use the user had an issue with the sheath extender adjustment but continued to use the device. The needle was then unable to advance out of the sheath when it was at the target site and after the device was taken out of the patient the needle broke after the user tested it a number of times. A photo of the broken needle was shared. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0050 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is evidence to suggest that the customer did not follow the instructions for use (ifu0050) as the device was used after it was observed that there was an issue with the sheath extender adjustment. The resulting issues observed by the user and during the lab evaluation could be attributed to this use error. As per section 6.6.3 of d00348426 rev007 this event will be documented in the pms log. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. Based on the information shared it is assumed that the complaint issue is related to difficult movement of the sheath extender or potentially locking of the sheath extender. A possible root cause could be attributed to the thumbscrew of the sheath adjuster not tightened sufficiently or the thumbscrew possibly becoming misaligned during use potentially leading to the issue encountered. No issue was observed with the sheath extender movement when checked during the lab evaluation of the returned complaint device. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A new device was used to complete the procedure. Complaints of this nature will continue to be monitored for similar events.

Event description:
Customer was not able to get out the needle, also the sheet adjustment was not working smoothly. "As per cc form": prior to use the sheet adjustment was not working smoothly as usual, at target site for the access it was not possible to get out the needle (no movement at all); the complete needle was removed and a new device was used; outside the patient they tested the removed needle several times and while trying to adjust a metal piece broke out. 1. Are images of the device or procedure available? Yes. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 6. Was gaining access to the target site difficult? N/a. 7. Was the device used in a tortuous position? No. 8. Was puncture of the target site difficult? Yes. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Gastric/duodenal transition. 11. If not with the device in question, how was the procedure performed and/or finished? A new device was used. 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? No. 15. Did the patient require any additional procedures as a result of this event? No. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? Yes. 19. If yes, please specify what was observed and where on the device it was observed. After removal of the needle, it was tested outside the patient, a metal piece broke off. 20. What is the scope manufacturer and model number that was used? Fujifilm eg740ut. 21. Was resistance felt while inserting the device through the scope? No. 22. Was the scope recently serviced / repaired? N/a. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Sheath advancement was not smoothly as usual, advancement of needle not possible. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a. 28. Was the stylet partially removed when advancing the needle into the target site? No. 30. Did any section of the device detach inside the patient? No. 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a.

Manufacturer narrative:
E1, f5 - phone number: (B)(6). Supplemental report is being submitted as a cancellation report following the completion of the investigation on 27-aug-2025 as the complaint no longer meets the description of a reportable incident (based on medical advisor input severiry +4 updated to +3 -file is no longer reportable based on removal of precedence does not allow sheath extender to be locked to inner handle.). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation 1 unit of lot c2143526 of echo-hd-19-a was returned opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 26 november 2024. Observations from the lab evaluation were as follows; sheath extender able to advance and retract without issue distal end of needle examined and observed to be broken approx. 3.4cm from tip of sheath. (Ipe-0402 ruler) distal end of sheath examined and observed to be damaged. Sheath extender advanced to position three and thumbscrew tightened, attempted to advance and retract sheath extender and unable to. Needle able to advance and retract with difficulty. From the information detailed in the complaint description it could be determined that prior to use the user had an issue with the sheath extender adjustment but continued to use the device. The needle was then unable to advance out of the sheath when it was at the target site and after the device was taken out of the patient the needle broke after the user tested it a number of times. A photo of the broken needle was shared. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0050 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is evidence to suggest that the customer did not follow the instructions for use (ifu0050) as the device was used after it was observed that there was an issue with the sheath extender adjustment. The resulting issues observed by the user and during the lab evaluation could be attributed to this use error. As per section 6.6.3 of (B)(4) rev007 this event will be documented in the pms log. Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. Based on the information shared it is assumed that the complaint issue is related to difficult movement of the sheath extender or potentially locking of the sheath extender. A possible root cause could be attributed to the thumbscrew of the sheath adjuster not tightened sufficiently or the thumbscrew possibly becoming misaligned during use potentially leading to the issue encountered. No issue was observed with the sheath extender movement when checked during the lab evaluation of the returned complaint device. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A new device was used to complete the procedure. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 27-aug-2025 as the complaint no longer meets the description of a reportable incident (based on medical advisor input severiry +4 updated to +3 -file is no longer reportable based on removal of precedence does not allow sheath extender to be locked to inner handle.). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring